Event description:
The customer reported to beckman coulter (bec) a leak coming from the right side of the coulter lh 500 hematology analyzer while running a startup. The volume of the leak is unknown and was not contained within the instrument. It could not be determined if the instrument generated any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye protection, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse observed that the instrument was leaking cleaner. The fse found the source of the leak was the tubing at pinch valve (pv 44). The pv44 controls the pressurized diluent for flushing the upper part of the flowcell. The fse replaced the affected tubing and also replaced all diluter tubing and performed preventive maintenance (pm) as it was coming due. After servicing the instrument, no further evidence of leaking was observed. The cause of the leak was the tubing at pv44. (B)(4).